Event description:
Physician was treating an sfa in-stent restenosis lesion. The angiosculpt device successfully tracked to the lesion and was inflated 2x. Upon repositioning of the angiosculpt device, the guide wire felt "very stiff and may have kinked." Physician removed the guide wire leaving the angiosculpt device in place. Upon attempting to insert a new guide wire through the distal port of the angiosculpt device, the black inner member seemed to "kink" again and the guide wire was unable to pass through the proximal hub of the angiosculpt device. Physician removed the angiosculpt device. Physician inserted a new cougar guide wire (not manufactured by angioscore) and a different angiosculpt size to complete the treatment of the lesion. No pt injury occurred.

Manufacturer narrative:
Physician used a 0.014" guide wire and an angiosculpt device to treat an sfa in-stent restenosis lesion. During the treatment, it was alleged that the black inner member inside the proximal hub kinked preventing the guide wire to pass. Physician removed the guide wire and the angiosculpt device. Physician rewired the vessel with a new cougar guide wire (not manufactured by angioscore) and a new angiosculpt device. The rewiring of the vessel resulted in prolongation of the case. There was no clinical injury reported by the physician. Lot number and expiration date is unk. Lot number was not provided by the hospital. Product was discarded by the hospital. The angiosculpt device was discarded by the hospital, thus unable to evaluate device. An MDR is being submitted because the black inner member kinked inside the proximal hub preventing the guide wire to pass. The physician had to rewire the sfa vessel which resulted in prolongation of the case.